Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received two device alerts indicating ¿urgent low soon¿ and ¿low glucose,¿ and the patient¿s blood glucose was 65 mg/dl and treated with oral glucose, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.